Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. The device has been returned to edwards and device evaluation is anticipated but has not yet begun. Supplemental MDR will be submitted upon completion of the device evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 25mm aortic bioprosthetic valve was explanted after an implant period of approximately 13 years. This valve was reported to have been worn out with mean gradient of 55mmhg at rest and 77mmhg during exertion. A replacement 23mm bioprosthetic valve was implanted.

Manufacturer narrative:
Evaluation summary: customer report of worn out valve could not be confirmed through visual observations. X-ray demonstrated heavy calcification on all leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect, and 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had two tears of approximately 3mm near commissure 2 and 4.5mm near commissure 3. Leaflet 3 had one tear of approximately 6mm near commissure 3. Calcification was evident near the tears. Calcification and host tissue restricted leaflet mobility and led to stenosis. Approximately 15% of the sewing ring cloth had been cut. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up, edwards learned that the reason for the procedure was severe stenosis of the bioprosthetic valve, which had severely calcified leaflets that were almost fixed in a closed position. Patient was returned to the intensive care unit with stable hemodynamics and good oxygenation.